Event description:
Per the clinic, the patient reported pain and weird sounds with device use since (B)(6) 2024. The patient experiences headaches and migraines with and without sound processor and some times lead to nosebleed. The device was subsequently explanted on (B)(6) 2025.

Manufacturer narrative:
Device analysis report.